Event description:
It was reported that the innova 2100 stopped during an emergency stent procedure. No error messages were provided. A pt death was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.